Manufacturer narrative:
H4: the lot was manufactured from october 05, 2021 - october 06, 2021. H10: the device was received for evaluation. Visual inspection was performed which observed that the valve set silicone outlet tubing was detached from the valve body outlet port. Due to the condition of the returned sample, functional testing could not be performed. The reported condition was verified. The cause of the condition could not be determined; however, the possible causes are due to user handling or manufacturing process related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set leaked near the first 4 ports. The tube was not fully connected to the manifold assembly. This issue was identified during preparation. There was no patient involvement. No additional information is available.